Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough, and the cannula came out of the patient's skin. This was observed on two occasions, but the patient did not require medical or third part treatment, and replaced the infusion sets immediately.